Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed on the left ventricular lead since implant. No patient symptoms were reported. X-ray imaging was normal as were all other electrical values. Device reprogramming was performed on (B)(6) 2016.